Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to corroded keypad traces. There was no moisture damage inside the pump. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that her son jumped in the pool with the pump on and it alarmed button error. She was advised to disconnect from the insulin pump and revert to back-up plan. She was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.